Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient had a pericardial effusion. The case was started and after transeptal and ablation the patient became hypotensive. Through ultrasound it was found that the pericardial effusion was bigger than before. A pericardiocentesis was performed and approximately 1600cc of fluid was withdrawn. The patient was reported as stable. The equipment was working within specification and did not want the hardware evaluated. Carto serial number is (B)(6), generator is (B)(6), and pump is (B)(6). Catheters used (B)(6).. Physician¿s opinion on the cause of this adverse event that patient came into lab with a baseline effusion, and he believes the added heparin may have contributed to the issue. Outcome of the adverse event was fully recovered (no residual effects). Smart ablate generator was used. Transseptal puncture was performed with a sjm brk-1 needle. There was an effusion at baseline and was noticeably larger after ablation. No evidence of steam pop. The event occurred after all three phases. Irrigated catheter was used in the event, the flow setting was 8ml/min(30w or less) 15ml/min(31w or higher). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Graph, vector, dashboard, visitag was used. Parameters for stability for visitag module used was 2mm for 3 seconds. 25% at 3g. Tag size 3. Additional filter used with the visitag was surpoint: tag index. Additional information: the adverse event was discovered post use of the reprocessed catheter. Surgery was delayed due to the reported event. The procedure was not successfully completed. The reason for the drop-in blood pressure determined was pericardial effusion. The soundstar eco 8f diagnostic ultrasound catheter functioned as expected. There was no concern with the soundstar eco 8f diagnostic ultrasound catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-june-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31025369l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).